Manufacturer narrative:
Philips service reinstalled the system and application software and fully restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a system software malfunction caused the device to crash and fail to boot on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.